Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient¿s concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported right side "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." In addition capsular contracture baker grade unknown was reported. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, wear abrasion. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.